Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance value of greater than 3000 ohms during implant. The implant procedure was successfully completed with this lead so it remains in service. No adverse patient effects were reported.